Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, the keypad was responsive to user input. The original complaint of under responsive ok keypad button was unable to be duplicated. Unrelated to the original complaint, the keypad cover was peeling. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. Additionally, the battery compartment was cracked from the threads to the case seal left of the grip pad. The display was dim with reddish text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.